Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion constantly every 5 to 10 minutes following a recent software update. This occurred during programming / setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.